Event description:
It was reported that the patient was admitted to the hospital due to fluid accumulation in the lungs. The implantable cardioverter defibrillator started emitting tones and it was discovered that the shock impedance had dipped below 20 ohms. Technical services recommended that a maximum energy commanded shock be performed to assess the system integrity, pending recovery from the patient's condition and observation of the subsequent shock impedance value. The right ventricular lead remains in service and no adverse patient effects were reported.